Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was returned and is in the process of being evaluated. Upon completion of evaluation, results will be provided.

Event description:
The patient reported that her blood glucose was in the 400's mg/dl while wearing the pod on her arm for between 4 and 24 hours. She stated that the cannula appeared bent when the pod was removed. Treatment included putting on a new pod in addition to injections.